Manufacturer narrative:
(B)(4). Still under investigation.

Manufacturer narrative:
Patient outcome is unknown, but has been requested. Event evaluation: product was not returned for evaluation. It was reported that the wire got stuck in soft tissue and separated. A small cut down was performed to remove the wire pieces. During investigation, a review of complaint history, device history record, quality control (qc) specification and trends records was performed. Quality control (qc) completes a 100% inspection to insure correct material, solder size, solder security, solder integrity, and no surface defects. With the available information and without benefit of inspecting the complaint device, it cannot be determined with certainty why the difficulty occurred. The appropriate internal personnel have been notified and we continue to monitor complaints for similar events.

Event description:
Event description from medsun report indicated that on (B)(6) 2014 a (B)(6) pt with copd, coronary heart disease, diabetes, hepatic/renal dysfunction, hypertension, and was morbidly obese had an angioplasty and stenting of the right external iliac artery and the right femoral artery was entered with micropuncture needle on first attempt. The microwire first passed, went up into the renal bypass area, repositioned, then into the external iliac artery under fluoroscopy; however, could not pass beyond the proximal portion of the right external iliac artery, despite multiple attempts. With that being the case, the physician then inserted a microsheath and did a hand injection, which showed no defect in the ap view. The physician did several small obliques, again could not see any issue. The physician; therefore, planned to remove the microwire and try to pass a j-tip and in the process of removing the microwire, it snagged on what appeared to a plague in the common femoral artery. Even with removal of the microsheath, could not retrieve the wire and therefore had to pull this back. It did go but the tip did not appear to be intact and fluoroscopy showed that there was probably a cm and a half or so portion; all the wires still in what appeared to be soft tissue. The physician tried to treat this percutaneously, but could not. Therefore, applied additional local into the area and did a small about 1 1/4 inch cutdown. Identified the two wires into the soft tissue and removed it completely. Upon inspection,t here was no knot in the wire, appeared to be kinked and it appeared to been snagged on a plaque on the anterior medial side of the common femoral artery at puncture site. It also appeared that the pt had three other separate and distinct procedures done at this time. Right transfemoral co2 abdominal arteriogram, bilateral leg runoff with selective cannulation of left tibial system followed via minimal iodinated contract arteriography, left leg as well as for the angioplasty and stenting of right external iliac artery. Total amount of iodinated contrast used was 62.5ml. No previous contrast diagnostic imaging available for interpretation. Angioplasty and stenting of right external iliac artery using an icast balloon-mounted covered stent, size 9x38. Primary angioplasty of left posterior tibial artery with completion arteriography. The pt also was on cardiac drugs.